Manufacturer narrative:
Batch review performed on (B)(6) 2022: lot 2009495: 128 items manufactured and released on 02-dec-2020. Expiration date: 2025-11-23. No anomalies found related to the problem. To date, 123 items of the same lot have been sold without any similar reported event in the period of review. Additional item involved in the event, batch review performed on (B)(6) 2022: gmk-sphere 02.12.0006r femoral component sphere cemented size 6 r (k121416) lot. 2004456 lot 2004456: 54 items manufactured and released on 03-aug-2020. Expiration date: 2025-07-23. No anomalies found related to the problem. To date, 52 items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient came in reporting anterior knee pain and it was observed that the implants (femur and tibia) had not bonded to the cement. At 1 year and 5 months from primary, the surgeon revised all components and the surgery was completed successfully.